Manufacturer narrative:
Date of event: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they thought that they had their stimulation too high and they needed help decreasing the stimulation. The patient said there was "a bunch of writing on the screen." The stimulation the patient noticed a few days ago that they thought it was too high. Patient services brought mobility on the line and they were able to get the patient into the my therapy application. The patient was on program 2 at 1.4. The patient said that they had been at 1.5 before and stated they didn't know how it got to 1.4. On the call the patient decreased to 1.3 and the troubleshooting steps that were taken on the call resolved the issue.